Event description:
It was reported that the rv (right ventricular) lead was capped due to high pacing thresholds. The device was also explanted after the new rv lead was connected, and it yielded no pacing, no output, and no capture. The leads were rechecked with the analyzer and gave excellent threshold values. No patient complications were reported as a result of this event.

Event description:
It was reported that the rv lead was capped due to high pacing thresholds. The device was also explanted after the new rv lead was connected, and it yielded no pacing, no output, and no capture. The leads were rechecked with the analyzer and gave excellent threshold values. No patient complications were reported as a result of this event. A 3500a was received and further reports that the patient underwent lead revision with pacemaker implant secondary to lead fracture and syncopal episodes.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Evaluation summary: analysis found lifted hybrid bond wires. It was reported that the rv lead was capped due to high pacing thresholds. The device was also explanted after the new rv lead was connected, and it yielded no pacing, no output, and no capture. The leads were rechecked with the analyzer and gave excellent threshold values. No patient complications were reported as a result of this event. A 3500a was received and further reports that the patient underwent lead revision with pacemaker implant secondary to lead fracture and syncopal episodes. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure wire device was out of specification in a manner that relates to event capture, failure to output, none pace, failure to.